Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-month post implant of the implantable cardiac monitor (icm), the monitor stopped sending data. It was reported that the icm was not found by family. It was unknown if the patient removed the icm or if the device migrated out. The patient was re-implanted with a new icm. No patient complications have been reported as a result of this event.